Event description:
Condition necessitated health care service to set up equipment at pt's home. Actual prescription is unk. Equipment included h-size oxygen tank an a mi-540 ped3 oxygen regulator. During routine follow-up call by provider in 12/2004, family member that on /around a week ago the pt had turned blue, required CPR, and was transported to the hosp. Pt was released from hosp approx 10 days later. While in hosp,the pt was diagnosed with reflux. Upon return home,family member contacted health care provider and questioned whether regulator function was related to the event. Health care provider went to residence and found the regulator non-functining. The provider exchanged the regulator in question with a replacement unit. Upon removal from the home and quarantine, the unit was not further evaluated by the health care provider, but was returned to western for evaluation.